Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Also unrelated to the complaint, investigation revealed that all keypad buttons were intermittently unresponsive. There was evidence of contamination observed under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.